Event description:
It was reported that the customer had a low blood glucose but not hospitalized. The customer's blood glucose level was between 48 or 58 mg/dl. The customer stated while at the health care provider on a routine visit the insulin was uploaded to carelink and the diabetes education told her that the thresh hold suspend did not kick in when she had a hypoglycemic event recently. The customer was offered to replace the insulin pump but she declined stating she would like to have the helpline look at the reports first.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.